Event description:
The customer reported a breast infection while using the pump in style breast pump.

Manufacturer narrative:
Clinical attempted to contact the customer on (B)(4) 2013 and was asked to call back. Attempts to reach the customer again were unsuccessful. The customer inquired of customer service whether this could be the cause of pink coloration of her skin on her breasts which she felt might be a sign of infection. Information from customer is inconclusive regarding infection and she gave no indication of seeking medical treatment. Mold in the tubing is clearly an indication of poor pump hygiene and is not likely to cause any type of infection as customer described. Customer service sent replacement tubing, valves and membranes to customer and provided her with appropriate cleaning instructions. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).